Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite).  This evaluation included functional and electrical testing of the device. A service history review was performed. Upon conclusion of the investigation, the cause of this issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 105 (night drain #5) alarm was identified in the log. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patient¿s prescribed fill volume. The alarm occurred on (B)(6) 2014 at 10:15:18. No additional information is available.